Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable causes of the malfunctions were traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited damage in the fiber bonding in the outer tube area (distal end), cut on the video cable section and corrosion in the fibre bone. There was no patient involvement.